Event description:
The hospital bed provided to a licensed board and care by hospice left a gap between the mattress and bed rail so that the woman was trapped and could not move herself. As the woman is in later stage alzheimer's, she was not able to call out or free herself. The hospital bed set-up left an 8 inch gap between the bed and the rail. The provider/owner of the medical equipment supply store, abundant home care, poway, ca, claims this is standard in hospital beds with rails. The woman has lacerations to her face by her eye and significant swelling in the eye area. She is now traumatized by this event to the point of needing to be medicated. Dates of use: 1 month. Diagnosis or reason for use: alzheimer's.